Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon evaluation, pins 9, 12, and 14 were bent in the trunk cable connector. This caused an inability to connect the belt to the monitor. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that an electrode belt cable was damaged. The patient was issued a replacement electrode belt.